Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that prior to use with bd q-syte¿ needle-free connectors the packaging was discolored. The following information was provided by the initial reporter, translated from chinese to english: there are stains inside the newly opened connector package.

Event description:
It was reported that prior to use with bd q-syte¿ needle-free connectors the packaging was discolored. The following information was provided by the initial reporter, translated from chinese to english: there are stains inside the newly opened connector package.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.